Manufacturer narrative:
The event is captured by edwards lifesciences under complaint (B)(4). B2: additional intervention- patient was transitioned from xarelto to coumadin the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque in tricuspid position where the patient came in for 4d CT and thickening of leaflet was found on the evoque valve leaflets. The patient was set up with a coumadin clinic and is transitioning from xarelto to coumadin.

Manufacturer narrative:
The complaint for leaflet thickened was unable to be confirmed based on available information. Review and analysis of all available information fails to indicate a root cause or probable root cause. Based on extensive complaint investigations, these events of leaflet thickened complaints and/or thrombus formation (device) post procedure are likely related to patient factors (e.g. Anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The evoque IFU provides adequate instruction on device usage and valve placement. These events will continue to be monitored and complaints trending and control limits are managed and assessed.